Event description:
MDR user report rec'd from hosp based dialysis unit. As verified with the hcp in the dialysis unit, an internal "blood leak" was found when the blood leak alarm occurred. The leak was confirmed in the dialysate with a test strip(hemastick). The extracorporeal circuit of blood was discarded (ebl 300 ml) without adverse effect to the pt. There was no medical intervention required. The pt's blood count was stable with the following dialysis treatment. The complaint dialyzer was discarded by the end user.